Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, alerts were noted for high ventricular rate episodes and atrial and ventricular lead noise reversions. It was suspected to be due to lead noise or myopotential oversensing that was reproducible with isometrics. The patient will continue to be monitored.